Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb extension on (B)(6) 2013. A follow up computed tomography (CT) showed a potential type 3a or 3b endoleak. The patient underwent an angiogram and an endoleak was not identified. The physician elected to implant an additional suprarenal aortic extension.

Manufacturer narrative:
At the completion of the complaint investigation, based on the patient data received, the clinical evaluation was not able to confirm the reported event. Additionally there was evidence to reasonably support the following observations; a type 2 endoleak and a rupture. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; the presence of a patent inferior mesenteric artery and antiplatelet therapy. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.